Manufacturer narrative:
This reportable event was identified during interaction and discussions with FDA on 2020-06-10. A photograph was provided showing the biasing arms are open and the bag is not attached.

Event description:
Flexible metal rings were not attached to the specimen retrieval bag. When deploying the specimen retrieval bag, the metal arms opened outside of the bag. The surgeon tried to use another device and the same thing happened. The arms deployed inside the bag on the third device that he tried. This report is for the first device.